Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported leaks in the manual system. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that both mechanical and manual ventilation were not affected. The reported event was not reportable based on this additional information. Additional information was received that both mechanical and manual ventilation were not affected. The reported event was not reportable based on this additional information.